Event description:
During a pci treatment procedure, the maverick2 monorail 15x2.0 mm balloon ruptured at seven atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in a very tortuous mid left anterior descending coronary artery. The physician used a zeon introducer sheath for vascular access, a launcher guide catheter and a pt2 .014 guide wire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.